Event description:
The complaint was identified during our retrospective review of complaints from our facility in (B)(6). This complaint was received as follows: "catheter could not deflate. In order to get the catheter out, the doctor performed an arthroscopy."

Manufacturer narrative:
The event is deemed serious as it required medical/surgical intervention to remove the catheter whose balloon had failed to deflate. If forcibly removed with the balloon fully inflated, this could have resulted in serious harm to the patient. From a clinical perspective, a causal relationship between the catheter and this event is deemed possible. An analysis on the returned sample showed that it met specification. Malfunction of the product was due to clamping of the catheter shaft occurs during the catheterization process where the inflation lumen was found to have totally collapsed that restrict the deflation process. Reported to the FDA on 02/28/2013. Note: the actual date of event is unknown, so the date used was the date we became aware.